Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was not working at all. According to the report, the device was checked to be plugged in; and that there were no issues with the pins and everything was switched on. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a failed thermistor. It was determined that the device showed signs of corrosion that was indicative of damage caused by immersion during cleaning which was failure to follow the directions for use. The assignable root cause for the failed thermistor was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.